Event description:
It was reported that when using the pyxis medstation es system, it experienced a failure in its pocket functionality. The customer reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket malfunctioned and will not be restored. A field service engineer successfully replaced the row board drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.